Event description:
Caller stated that he purchased contact lenses from the eyes doctor located at (B)(6) several months ago. On (B)(6) 2022 he noticed that the contact lenses are counterfeit, adulterated, and improperly stored prior to sale.